Event description:
It was reported that during an interventional procedure to treat a lesion it the diagonal, the tip of the dilatation catheter was observed to separate. The device had been advanced and inflated sucessfully once, then removed from the anatomy. While the device was outside the anatomy, it was observed that the tip had separated . No patient effects were reported.